Event description:
The customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided complete pump reset information and guided the customer through the reset process, after which the error did not occur again, and the customer successfully started their sensor session.